Event description:
According to the physician, the tibial block appeared to be cut too much off the tibia. He stated it was taking at least 12mm on the medial side. No cuts were made w/tibial visionaire block. Surgery time was delayed 30-60 minutes.

Manufacturer narrative:
.